Event description:
It was reported that an asymptomatic patient presented in-clinic after receiving a vibratory alert. The device was found to be in backup vvi mode. A device download was performed successfully. The device was reprogrammed to previous programmed settings.